Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, battery failed, or power loss" errors were noted during testing. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. Unable to upload, download to determine if any pump error detected alarm occurred due to some problem associated with the electronic assembly. The unit was received with a longitudinal crack on the battery tube. Inserted a test p-cap into the retainer ring, and it did lock in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the battery got stuck, could not get it out anymore and insulin pump turned off and did not work. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.